Event description:
The lead looked kinked, and the screw would not deploy after 30 turns. There was difficulty getting the lead through the vein, and a new lead was implanted on the patient's other side. This was reported during the implant procedure; the device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) helix disengaged from helical channel; (B) (4) full lead; outer insulation breached/cut.